Event description:
It was reported during surgery several instruments were broken. The plastic tips from 2 impactors were broken off while the surgeon was impacting the plate. The lag screw inserter was broken while the surgeon was inserting the implants. The procedure was completed successfully without delay and no harm to the patient. This is report 3 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.